Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the distal end assy w/ccd module fluid damage, the control body fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the objective lens unit fluid damage, the suction arm fluid damage, the bending rubber perforated, the insertion flexible tube (ift) buckled, the light guide cable buckled, the control body cracked, the angle wire play, the ift crushed, the bending rubber dirty, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).